Event description:
It was reported that the patient suffered from twiddler's syndrome. Due to which the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.